Event description:
It was reported by the customer that upon a difficult insertion, the catheter did not slide easily. It was then noted the catheter pierced the patient's vein. The physician noticed that the blue flex tip was missing from the end of the catheter. As a result, the catheter was removed from the patient and another catheter was placed without event. It was noted this patient is okay. Further details are being pursued.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.